Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to chest pains and blood glucose levels over 400 mg/dl. The customer stated that she has experienced blood glucose levels between 300 and 400 mg/dl for the past month. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer made changes to the basal rates, but continues to experience elevated glucose levels. The customer was unable to conduct the prime or high pressure tests at the time of the call. Advised to call back when she is able to conduct the tests. Nothing further was reported.